Event description:
During the prepping of a 5f infiniti diagnostic catheter, it was reported, that leakage was found. The product was exchanged for another same like product. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Complaint conclusion: during preparation of a 5f infiniti diagnostic catheter, it was reported, that leakage was found. It is unknown from where in the device the leakage originated. The product was exchanged for another same like product. There was no patient injury as the device was not clinically used. The intended procedure was a percutaneous coronary intervention (pci) there were no anomalies noted when the device was taken out of the package. The device was not resterilized and was prepped according to the IFU. A non sterile cath f5 inf jr 4 100cm diagnostic catheter was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies were found. A lab sample syringe filled with water was attached to the hub of the diagnostic catheter and successfully flushed. Neither leakage nor any anomaly observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint ¿diagnostic cardiology catheter-catheter (body/shaft)- leakage¿ was not confirmed since the catheter was successfully flushed during analysis. The exact cause of the difficulty experienced by the customer could not be determined. Neither the DHR review results nor the analysis suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The patient's gender is unknown. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.